Event description:
Around 0445 a retrograde urethrogram was performed at the bedside. A radiation exposure was made while the contrast was being pushed into the patient by the dr. My image appeared as the dr. And myself looked at it clearly. After the unit reprocessed, the image was non-diagnostic. The algorithm was unadjustable. Every attempt at bringing the image back was made. Finally, another injection of contrast was made into the patient and another image was taken. The portable unit (dr3) was called into biomed.